Manufacturer narrative:
Physio-control evaluated the device and could not confirm or replicate the reported event. Physio observed proper operation through functional and performance testing. Physio further evaluated the therapy cables through destructive testing, and observed no discrepancies. Root cause for the reported incident could not be determined.

Event description:
Paramedics responded to a witnessed cardiac arrest in a workplace setting where first responders were already working pt connected to an AED. The pt was described as obese and extremely diaphoretic. The AED was disconnected from the electrodes and swapped out with the paramedic's device. According to the rptr, the device alarmed "connect electrodes" and would not recognize the pt connection. The rptr indicated that the paramedics changed electrodes, x2, but continued to receive a "connect electrodes" message. The device was swapped out with the AED that then was used to deliver 2 shocks. The pt was loaded into the ambulance for transport. Paramedics swapped out the device's therapy cable with another and connected it to the pt with success. The pt was transported to the hosp, but was not resuscitated. Physio-control evaluated the pt event record from the device and could not determine the impact of the device use. Underlying rhythm on noisy ECG did not appear to be a shockable rhythm.